Event description:
A 3/21/94 MRI scan of lumbosacral spine revealed some posterior disc bulging of l4-5 and l5-s1 disc and mild stenosis of both l3-4 and l4-5. On 5/18/94 pt underwent spinal surgery. He had a lumbar decompression and discectomies at l4/5 and l5/s1 levels and posterolateral spine fusion from l4 to s1 with this co's instrumentation with another co's pedicle screws and plates. Pt was not informed that pedicle screws were not approved for this use or of high risk of this surgery. No other surgery or procedure or option was offered to the pt. W